Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an extra material was present on the shaft of the catheter. Vascular access was obtained via the radial artery. The de novo, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion was noted to have a significant bend >= 90 degrees. A 5.50mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion with no significant resistance being encountered. When the device was removed from the patient's body, it was noted that there was an extra material on the shaft of the balloon catheter. The procedure was completed successfully. No patient complications were reported an the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. Inspection of the device presented no other damage or irregularities. The photo provided was reviewed and it was determined that the foreign matter that was reported is the uv bond which is within specification. There was no evidence of any damage or irregularities contributing to the reported event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that an extra material was present on the shaft of the catheter. Vascular access was obtained via the radial artery. The de novo, concentric target lesion was located in the mildy tortuous and mildy calcified left anterior descending artery. The lesion was noted to have a significant bend greater than equal to 90 degrees. A 5.50mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion with no significant resistance being encountered. When the device was removed from the patient's body, it was noted that there was an extra material on the shaft of the balloon catheter. The procedure was completed successfully. No patient complications were reported an the patient's status was stable.